Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump primed properly. No unexpected low battery alarm anomalies noted. Insulin pump received with minor scratched liquid-crystal display window, cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had squirting insulin during priming. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated insulin pump had scratches on screen, diminished battery life. The insulin pump will not be returned for analysis.